Manufacturer narrative:
Model number/catalog number 72400024; serial number null; batch/lot number (B)(4); model/catalog; description balloon fgs 61-70 cm; commercial name or unknown. Device incontinence mechanical/hydraulic.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). Pump and balloon were explanted and replaced. No information about the patient outcome is available. Additional information was requested and no adverse patient effects were confirmed. No further information is available.